Event description:
The physician used the cassi ii rotational core biopsy system for a core breast biopsy. During the procedure, the physician did not receive a sample. The procedure was discontinued and the physician rescheduled the pt for a second procedure.

Manufacturer narrative:
Device was discarded and evaluation was not possible.